Event description:
The customer reported to olympus that the hd autoclavable camera head was not working. The event occurred during preparation for use of a therapeutic procedure. There was a five-minute delay, and the procedure was completed using a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no image and a faulty cable. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. To addition to there being no image due to a charged coupled device and a faulty cable, there were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer confirmed no extended hospital stay, extended anesthesia, or sedation required. The device was inspected prior to use, per instructions for use. No other devices were involved in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to cable failure and charge-coupled device failure. However, the root cause of the image not showing could not be identified. Additionally, it is possible the 5 minute delay occurred to replace the camera head because image was not displayed. The root cause of the 5 minute delay could not be specified. The event can be prevented by following the instructions for use which state: ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.